Event description:
Info received indicates the head up function is not working eclectically or manually.

Manufacturer narrative:
The technician replaced the head up valve cartridge to repair the bed.